Event description:
Home patient report transfer set and catheter connection became loose while watching tv. Per rn the tenckhoff connection became loose from the transfer set, the set was changed, and an effluent culture was taken. Per rn home patient's culture was clear. No pt injury or medical intervention required per rn.